Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called as the customer had seizures. Customer stated that she bolused fifteen minutes prior to eating and her body reacted to the insulin faster then she thought it would. Customer stated that the perceived cause of the low blood glucose reading was over bolusing. Customer stated that they were driving at the time of the low; however, were not involved in an accident. Customer pulled over to the neighbors house and was treated by the paramedics on scene with IV. Customer was then taken to the hospital and released when the blood glucose readings were stable. Customer mentioned that at the hospital, the sensor was reading 130 points higher than the blood glucose readings. Customer mentioned that the sensor was not detecting the low blood glucose readings. No further information reported.